Event description:
The patient received his scs system, including an ipg, on (B)(6) 2006. It was reported that the patient feels a heating sensation at the ipg site during stimulation. The patient's stimulation settings were readjusted during a reprogramming session, and diagnostic tests showed no anomalies. The patient stated that he had fallen on ice in february. The physician felt that the burning sensation at the ipg site may be due to loosened scar tissue. The patient reported feeling effective stimulation, and he will be monitored closely by his physician regarding the issue. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.